Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed a second battery exhibited communication error. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for an update to (b5. Desc evt problem), and a revision to the product event summary. Revised product event summary: the battery (bat(B)(6) was returned for evaluation. The battery (bat(B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of bat(B)(6) in relation to the reported event. Failure analysis of bat(B)(6) revealed that the returned device passed functional testing and visual inspection. Bat(B)(6) was able to adequately charge and provide power to a test controller; no anomalies were observed. Internal visual inspection of the battery did not reveal any anomalies. Review of the controller log files associated with (B)(6) revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. The available controller data file revealed instances involving bat(B)(6) and bat(B)(6), where the battery's relative state of charge (rsoc) value was between 101-201, which is indicative of a communication error. Review of the available autologs report revealed one (1) power disconnect alarm was logged on bat(B)(6) on (B)(6) 2025 at 13:33:03. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Analysis of the data log file also revealed several instances of premature power switching events that were due to momentary disconnections involving bat(B)(6). As a result, the reported event was confirmed. The batteries were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to a momentary disconnection due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, bat(B)(6) falls in scope of this CAPA. Possible root causes of the communication errors and resulting power disconnect alarm and can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-april-2025 / serial#: (B)(6) d9: no h3: yes h4: mfg date: 22-april-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that power switching also occurred.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery exhibited power disconnect alarm. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) battery (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the returned device passed functional testing and visual inspection. The battery was able to adequately charge and provide power to a test controller; no anomalies were observed. Internal visual inspection of the battery did not reveal any anomalies. Review of the controller log files associated with (B)(6) revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. The available controller data file revealed instances involving the battery, where the battery's relative state of charge (rsoc) value was between 101-201, which is indicative of a communication error. Review of the available autologs report revealed one (1) power disconnect alarm was logged on (B)(6) on (B)(6) 2025 at 13:33:03. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Analysis of the data log file also revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported event was confirmed. (B)(6) had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to a momentary disconnection due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Possible root causes of the communication errors and resulting power disconnect alarm, and can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.